Event description:
The fr2 has no audible voice prompts. The user has tried to reset the volume of the device but it does not help. There was no negative patient impact.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
(B)(4).